Event description:
It was reported that the customer's insulin pump shut off and he never received a low battery warning alarm. The customer stated he lost some programming, such as time and date, but not everything. He also stated he felt sick and weak most of the day because his blood glucose went up to around 350 mg/dl, so he took a shot to treat. The battery cap was neither cracked nor damaged. This was the first occurrence of the insulin pump going off without warning. The customer further reported that the insulin pump went into a threshold suspended state when his blood glucose was 130 mg/dl, based on a sensor glucose reading of 60 mg/dl. There was also a reported instance of the customer's blood glucose at 200 mg//dl when the sensor read 60 mg/dl. The customer said he had previously treated based on the sensor readings without a finger stick, until it caused his blood glucose to go high. Calibration techniques discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.